Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that they are at end of treatment. But, they had to have dental work done. They report, that they did not do any dental work for two years. Only went for cleanings and x-rays. They were surprised to find out that they will need two root canals. They have had one root canal done. And will be going for crown work. And then the second root canal. Requested diagnostic findings: advised patient to stay in current aligners until all dental work is completed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.